Manufacturer narrative:
(B)(4) .

Event description:
It was reported that following a lead revision procedure, a routine follow up was performed and it was found that the pulse generator was in backup vvi operation. The device had been exposed to electrocautery. A device software download was successfully performed. Nominal settings were programmed and normal function was restored. The patient was in stable condition.